Manufacturer narrative:
(B)(6). The investigation determined that non-reproducible discordant non-reactive vitros anti- sars-cov-2 total results were obtained from two different patient samples processed using vitros cov2tot reagent lot 0101 on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the discordant non-reactive cov2tot results could not be determined with the information provided. Based on historical quality control (qc) results a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct instructions for use (IFU) interpretation region. Additionally, there is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0101.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant negative vitros anti- sars-cov-2 total (cov2tot) results obtained from patient samples on a vitros 3600 immunodiagnostic system. The vitros cov2tot results were considered discordant as reactive results were obtained for the same samples using a vitros cov2tot method on (B)(6) 2020 and a vitros anti- sars-cov-2 igg (cov2igg) test and a non-vitros igm and iga methods. Patient 1 result of 0.82 s/c (non-reactive) versus the expected result of reactive. Patient 2 result of 0.87 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reactive vitros cov2tot results were reported from the laboratory to an analyst. Patient management was not influenced based on the non-reactive vitros results. There was no allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers: (B)(4).